Event description:
It was reported that device did not meet expectations for longevity. It was also reported that the device had an elective replacement indicator. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data file (B)(4) shows that the minimum battery equals 2.851 to 2.736 volts between (B)(4) 2011 and (B)(4) 2011 and is before device eri less than or equal to 2.6251 volts.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. The device lasted 67 percent of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. (B)(4) we did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data file (B)(4) shows that the minimum battery equals 2.851 to 2.736 volts between (B)(6) 2011 and is before device eri less than or equal to 2.6251 volts.

Event description:
It was reported that device did not meet expectations for longevity. It was also reported that the device had an elective replacement indicator. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
It was reported that device did not meet expectations for longevity. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The battery voltage was pre/approaching eri (elective replacement indicator). Weekly trend in save to disk data file (B)(4) shows that the minimum battery equals 2.851 to 2.736 volts between (B)(4) 2011 and (B)(4) 2011 and is before device eri less than or equal to 2.6251 volts.